Event description:
During a preventative maintenance inspection, the device was reported to display "connect cable" while attempting to defibrillate. The device failed to detect the therapy cable connection and was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and verified the reported failure. Physio observed that pin 1, which is a low voltage pin used for cable recognition, was damaged and no longer making contact. This failure prevented the unit from detecting the therapy cable.